Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior vaginal fornix or posterior to the vagina'), pregnancy with contraceptive device ('pregnancy : live birth with complications'), abortion threatened ('threatened abortion') and high risk pregnancy ('pregnancy was high risk.') In a 33-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity and miscarriage (one miscarriage). Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and migraine ("migraines / headaches"), was found to have a high risk pregnancy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion threatened, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abortion threatened, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding : general abnormal bleeding. Migration, uti. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), vaginal discharge, weight gain, did not undergo confirmation test. Onset date of event urinary tract infection, device dislocation, abdominal pain, pelvic pain were updated. Medical history, concomitant drug were added. Seriousness criteria removed for events: genital hemorrhage. As per pfs verbatim pregnancy : birth - no complication updated to pregnancy : live birth with complications. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior vaginal fornix or posterior to the vagina'), pregnancy with contraceptive device ('pregnancy : live birth with complications'), abortion threatened ('threatened abortion') and high risk pregnancy ('pregnancy was high risk.') In a 33-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity and miscarriage (one miscarriage). Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury") and migraine ("migraines / headaches"), was found to have a high risk pregnancy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion threatened, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abortion threatened, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding : general abnormal bleeding. Migration, uti current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Lot number: 50717071, manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: posterior vaginal fornix or posterior to the vagina'), pregnancy with contraceptive device ('pregnancy : live birth with complications'), abortion threatened ('threatened abortion') and high risk pregnancy ('pregnancy was high risk.') In a 33-year-old female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity and miscarriage (one miscarriage). Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), depression ("depression"), migraine ("migraines / headaches") and anxiety ("mental anguish"), was found to have a high risk pregnancy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion threatened, genital haemorrhage, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abortion threatened, anxiety, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding : general abnormal bleeding. Migration, uti current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Lot number: 50717071. Manufacturing date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event anxiety was added. Pt of the event psychological trauma was updated into depression. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("uti") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, pregnancy with contraceptive device and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain- pelvic/abdominal, bleeding : general abnormal bleeding. Migration, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received; previously added injury nos was replaced with pelvic pain, abdominal pain, general abnormal bleeding, psych injury, migration, pregnancy, uti device ineffective were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.